Manufacturer narrative:
One opened blue iii handpiece injector was returned for evaluation for lens scratched by the injector after being implanted into the eye. A visual inspection of the iol handpiece injector was performed and was deemed conforming. A functional thread to barrel engagement check was performed and deemed conforming. Finally, a dimensional plunger position height check was performed and deemed conforming. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. The handpiece injector was manufactured in september 2014. The evaluation does not confirm the injector was the root cause for the lens damage during delivery. The injector handpiece met specification. The reason for the complaint issue cannot be determined from this evaluation. Possible causes for lens damage are using the incorrect lens or cartridge with the incorrect injector, using an unapproved, improper temperature, or insufficient quantity of viscoelastic material, and the incorrect placement of the lens into the cartridge or incorrect cartridge placement into the handpiece injector. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: based on the preliminary investigation findings, there has been no change in criticality for this complaint. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a handpiece was scratching intraocular lenses (iol). Patient impact is unknown. Additional information was requested.